Manufacturer narrative:
The device was received not deployed with the needle cap and adhesive liner still attached. After removing the needle cap, the cannula assembly immediately deployed and was seen in its deployed state after observation. Investigation of the device found no damages or defects to the needle mechanism that could result in needle not retracting. The download data shows that the device completed the first and second priming sequences before being deactivated. However, due to the needle cap was still attached, the cannula assembly did not deploy, hence it could not retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was discarded.